Event description:
Consumer called to report getting readings that are way off. Analysis run on consensus error grid (ceg) using mean readings (218) as reference point vs. Bd readings (400, 35) yielded some data points in the c range of the grid, outside acceptable limits.